Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample, two unopened samples from lot 0061627660, and one (1) photo were returned for evaluation. Visual examination of the used set showed that the distal l.p. Backcheck valve broke off the sidearm of the caresite valve. The returned photo showed the same defect. Therefore, the reported defect was confirmed. The two unused sets were occlusion tested and leakage tested, per specification, with passing results. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Although the defect was visually confirmed, the exact root cause was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during therapy, the tubing came apart which caused blood leakage. Blood loss was reported.